Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that there was pain and a burning sensation under the scar of the pocket. The pocket is red in color. It was also reported that there was device migration and device erosion. The device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was pain and a burning sensation under the scar of the pocket. The pocket is red in color. The device was explanted. No patient complications have been reported as a result of this event.